Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be interrogated by a consult programmer. The health care professional (hcp) adjusted the wand and attempting small hovering circles and used a different wand. Programming mode and quick start was attempted. The wand was plugged into the top right port however no light showed up. The programmer was unplugged and plugged back in with no light. This ICD remains in service. No adverse patient effects were reported.